Event description:
It was reported that the user stopped seeing glucose values on the ilet after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, and support guided the user to switch the cgm settings and re-enter the pairing code; the issue aligned with intermittent signal loss between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent signal interruption between systems resulting in loss of cgm readings with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient signal loss resolved with standard troubleshooting.

Manufacturer narrative:
Initial.